Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for around an hour. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4).evaluation of the returned device confirmed a permanent out of range signal.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (B)(4) that was being used with the complaint device was returned for evaluation on (B)(4) 2013 the receiver was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. Therefore, the reported event of intermittent out of range was confirmed. The root cause was determined to be a hardware component failure.